Event description:
The e-mail received from the (B)(6) study indicated that approximately four months post index procedure the patient experienced a revascularization of the target lesion. This (B)(6) patient was admitted for angiography due to unstable angina. Angiography revealed coronary disease in for coronary arteries. One lesion was treated. The target lesion was a de novo, 30mm, 95%, b1 type stenosis in the mid lad. The target was predilated with a 2.5 x 15mm firestar balloon. A 3.0 x 33mm cypher stent was deployed to 13 atms without complication. The stent was post dilated to ensure complete expansion. At 30 day follow-up the patient reported stable angina. Two months later, the patient presented to the ER with angina. He underwent re-angiography due to ongoing angina, which revealed that the lad had mild diffuse disease with a proximal 60% narrowing in the edge of the previously placed stent involving the ostium of the first diagonal branch. This area was angioplastied with a 3.0 x 15 mm balloon to 30% residual stenosis. First diagonal - ostial 70% and proximal 50 to 60%, post angioplasty 30% residual stenosis. He initially had negative cardiac enzymes and EKG pre-procedure; there was a slight rise in ckmb morning after procedure. No documentation to support an mi.

Manufacturer narrative:
The product remains implanted in the patient and is thus not available for evaluation. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Patients who are known to be at high-risk for restenosis include those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. Review of the information provided suggests that the patient's progression of the extensive cad (4-vessel disease) and vessel/lesion factors (long lesion, bifurcation) may have contributed to this patient's restenotic event.

Manufacturer narrative:
The complaint received from the (B)(4) study indicated that approximately (B)(6) months post index procedure the patient experienced an instent restenosis. At the time of the index procedure this patient was admitted with unstable angina. This is a (B)(6) male with medical history including angina, family history of coronary artery disease, unstable angina pectoris, and history of smoking. Angiography revealed a de novo 30 mm, 95% stenosis in the mid lad. The lesion was predilated with a 2.5 x 15 mm firestar ptca balloon inflated to 8 atms. A 3.0 x 33 mm cypher stent was deployed to 13 atms. The stent was post dilated to ensure complete expansion with a 3.0 x 185 mm balloon inflated to 18 atms. At 30-day follow up the patient reported stable angina. Four months post procedure the patient presented to the ER with unstable angina two days post onset of symptoms. Angiography revealed the lad with mild diffuse disease with a proximal 60% narrowing in the edge of the previously placed stent involving the ostium of the first diagonal branch (ostial 70% and proximal 50 to 60%). This area was poba-d with a 3.0 x 15 mm balloon to 30% residual stenosis. The patient initially had negative cardiac enzymes and EKG pre-procedure; however, there was a slight rise in ckmb morning after procedure (levels unknown). No documentation was provided to support an mi occurrence. (B)(6) months post index procedure the patient reported chest discomfort and was diagnosed with esophagitis. This was captured as a non-complaint. (B)(6) days later the patient presented with chest discomfort x 2 days. Angiography revealed a "little wrinkling" of the ostium and proximal diagonal branch and for this reason a ptca was performed within the diagonal. A 2.5 x 18 mm abbott xience des was deployed within the ostial and proximal first diagonal branch vessel. This lesion was not the index procedure target site. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15116872 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. (B)(4). Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Angina and smoking. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time.

Event description:
A new event was reported for this patient. Six months post index procedure, the patient reported chect discomfort and was diagnosed wtih esophagitis. Six days later, the patient presented with chest discomfort x 2 days. Angiography revealed a "little wrinkling" of the ostium and proximal diagonal branch and for this reason a ptca was performed within the diagonal. A 2.5 x 18 mm abbott xience des was deployed within the ostial and proximal first diagonal branch vessel; this is not the lesion treated during the index procedure.

Manufacturer narrative:
This is a new event reported for the same patient. The reported event is not within the target lesion; however, as the cypher stent was implanted in the mid lcx and it cannot be determined if the reported new lesion was >5mm from the stent, this is being reported as a peri-stent restenosis. Additional information will be submitted within 30 days of receipt.